Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no visual indications of particulates. In the initial as-received treatment test, a balloon valve leak alarm occurred during the treatment set-up. The treatment test did not advance and the test was cancelled in order to troubleshoot the problem. The fluid leak determination and the disposition vacuum test both failed. The load cell verification was within tolerance. During troubleshooting and internal inspection, it was identified that there was fluid in hp2 filter in the cycler pump assembly pneumatic system. The filter was clogged. The hp2 filter was replaced. The cause of the encountered fluid could not be determined. The visual inspection also encountered insect infestation. After replacing the hp2 filter, a simulated treatment was performed and completed without further failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed the system air leak test, the valve actuation test, the patient sensor calibration check, and the mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of an air detected in cassette alarm. The patient discontinued treatment during drain 3 of 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 10494 ml during drain 3 of the treatment. This drain volume is 524% the patient's prescribed fill volume of 2000 ml. Following this event, the patient contact reset up the treatment with the same cycler and new supplies. The patient contact stated that the heater bag had approximately the same amount of solution they would normally have at that point in treatment. Upon follow up with the patient contact, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.